Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Display out of electrical specification (segments missing). Upper and lower cases are broken. Ring cover is contaminated and two side bail covers are broken.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported the bottom screen was not lit up all the way. It was confirmed that no outputs on top screen were set to zero. The device was returned for repair. No patient involvement or complications were reported.